Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the stryker l-tip 45cm cautery tip broke off during pre-sterilization decontamination. Allegedly, the device was in a pre-sterilization washer when the tip of the device broke off. Another stryker device was available for use.